Event description:
A us distributor returned a charger/modem indicating that it would not power on.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon eval, the charger/modem would not power on. The cause of the inability to power on was a flash memory failure (component u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent bga connection which was discovered through the use of flash memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on 04/16/2013. Implementation began on 05/09/2013. Results will be monitored. No adverse event resulted from the defective charger/modem. The pt received a replacement charger/modem.